Manufacturer narrative:
There was no indication of any malfunction of the device. Was not returned.

Event description:
Allegedly, a mid-40's woman with heavy uterine bleeding resistant to medical therapies and previously failed ablation procedure, underwent a laparoscopic supracervical hysterectomy in early (B)(6) 2008. Pathology revealed unexpected uterine leiomyosarcoma in the morcellator fragments. In the fall of 2014, the patient returned for evaluation of a sacral mass which was identified as an inoperable sarcoma, and for which she had been receiving palliative treatment. This was thought to be a possible late complication of morcellation in 2008 vs. Natural disease progression vs. A second primary.